Manufacturer narrative:
The actual device was not available; however, a retained sample was evaluated. Visual inspection was performed with no issues noted. Simulated use testing and leak test were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked. The event occurred before use. There was no patient involvement. No additional information is available.